Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure, the t2 of the fastfix 360 came out when t1 was fired. It is unknown if there was a surgical delay or if there was a s+n back up device. No further complications were reported.